Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain and restenosis occurred. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 2.75mm in diameter and 25mm long. The lesion was treated with predilation and placement of a 2.75x32mm study stent. Post dilation was performed. Residual stenosis was 0%. Post deployment of the study stent, 20% step down was noted for which no additional intervention was performed. The patient was discharged 1 day later on aspirin and clopidogrel. The patient had not been taking medications for several months and had discontinued clopidogrel in (B)(6) 2009. In (b)(^) 2010, the patient presented to the hospital with retrosternal, exertional chest pain with tingling in both hands. The mid lad was treated with placement of a 3.0x15mm non-bsc stent. Residual stenosis was 0%. Core lab notes in-stent restenosis (isr) pattern 1b with 54.85% stenosis of the proximal lad with focal isr at distal edge of study stent. The patient was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).